Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was found with black dried substance under scope. After reprocessing again, the device still leaking black substance from distal end. There was no report of patient involvement.